Manufacturer narrative:
Analysis of the lead found external insulation abrasion was noted at 31.4 cm to 31.6 cm from the connector pin breaching the outer insulation and exposing the outer coil, consistent with lead friction to the device can. The exposed outer coil is consistent with the observation from the field of noise.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that lead noise was observed on the right ventricular lead via review of remote transmission. The rv lead was explanted and replaced. The patient was stable.